Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during preparation for an angioplasty treatment procedure, the balloon did not inflate. While preparing the 10mm x 40mm x 80cm sterling baloon, it was noted that the balloon did not inflate after several trials. The procedure was completed with another sterling balloon and the patient's status is stable. However device analysis revealed a circumferential tear in the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an sterling balloon catheter with no blood and contrast visible. The balloon was loosely folded. There was a circumferential tear from the proximal edge of the distal marker. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).